Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
The patient reported feeling lightheaded and "not right" when using a kindle electronic reading device. The device remains in use. No patient complications have been reported as a result of this event.